Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a wallflex rx fully covered stent was to be implanted during a procedure performed on (B)(6) 2026. During the procedure, the boston scientific wallflex biliary stent system rmv (10 mm x 60 mm) did not function as intended. The stent broke while being deployed. Patient outcome/complications were not reported.